Event description:
Customer reported a past incident of low blood glucose, with the lowest level recorded at 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose, and technical support advised consulting a healthcare professional to explore potential causes. Customer agreed to the recommendation and understood it.